Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material rupture can be affected by numerous factors including, but is not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as heavily tortuous, heavily calcified and 90% stenosed, which may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Ultimately, return of the voyager nc may have aided the investigation in determining a cause for the experienced rupture. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined, however, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that during a procedure of the heavy calcification, heavy tortuousity, concentric de novo lesion with the voyager nc, during the first pre-dilatation at 14 atmosphere (atm) the balloon ruptured. Another voyager nc was used to complete the procedure. There was no reported patient effect. No additional information was provided.